Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the high blood glucose started at 348 mg/dl. The customer stated that they had to call emergency medical services for the high blood glucose. The customer stated that the blood glucose reached 400 mg/dl. The customer stated that they gave correction for the high blood glucose with manual injection. The customer's blood glucose was 130 mg/dl at the time of call. The customer declined to troubleshoot. The reservoir will not be returned for analysis.